Event description:
It was reported that during a coil embolization procedure, coil breakage may have occurred. The location of treatment was the bronchial artery. The idc18 coil introducer was inserted into the turbo tracker microcatheter. However, the idc system advanced only a few cm and it became impossible to advance further. The idc system was removed from the microcatheter and it was noted that the coil was stretched. It was questioned if the idc coil broke within the microcatheter. As this occurred during introduction into the pt, no pt complications were reported and pt status was reported as 'fine'. The procedure was completed with another of the same devices.